Manufacturer narrative:
The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available for returned; therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that thetr band leaked air and caused the patient to have a hematoma. The event occurred post-treatment. There was no reported blood loss.